Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopically assisted proximal gastrectomy, at the time of esophageal resection, the firing speed manual setting could not be performed from the first firing. It was also found that the rotation button on the left side did not work and the jaws of the device locked on tissue that was removed. The slow mode could not be set but firing was continued to be performed in the auto firing speed mode and the resection was able to be performed without any problem. There was no patient injury.